Event description:
During follow-up, 120 aborted therapies and greater than 255 noise reversions were observed. The stored egms showed noise present but cleared when charging started. The decision was made to explant the device and check the lead during explant procedure.